Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys/ expiration date: 28-jul-2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 05-mar-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure of the leadless implantable pulse generator (ipg), high thresholds were observed. The operator moved the leadless ipg but the patient experienced respiratory distress due to medication. While trying to stabilize the patient, the physician maintained the ipg in the delivery system. The physician believes that the cardiac perforation occurs while it was in right ventricular outflow tract (rvot). Hemorragia and cardiac tamponade were observed and pericardiocentesis was performed. Patient ultimately died of cardiogenic shock on the following day.